Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a farawave catheter was selected for use. Preparation was performed as usual. Standard preparation was carried out. During catheter insertion into the sheath, air was aspirated upon attempting backflow and bubbles were observed in the syringe. After repeated aspiration efforts, air continued to be drawn in and the sheath was replaced. Prior to this, an error occurred upon catheter connection, prompting catheter replacement. Following the replacement, no further issues were encountered, and the procedure proceeded without complications. The procedure was completed successfully, and the device is expected to be returned for analysis.